Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a single leaflet device attachment. It was reported that on (B)(6) 2022, a patient presented with grade 3 mixed mitral regurgitation (mr), an enlarged atrium, thick leaflets, a prolapsed anterior, and a jet in central position. All devices were prepared and operated per instructions for use (IFU). The xtw was implanted in central position resulting in a decrease of the mr grade of 1-2. Leaflet assessment was satisfactory in all echo planes and the clip arms were perpendicular to the line of coaptation. There were no difficulties with visualizing the clip. After deployment, the mr increased to a grade of 3. A single leaflet device attachment (slda) was suspected. The clip showed increased mobility on echo and fluoroscopy, and an slda of the anterior leaflet was confirmed. As a result, an additional clip was implanted, lateral to the first clip, to stabilize the slda. The mr was reduced to a grade of 1-2. The procedure ended and the patient was hemodynamically stable. Per the physician, the slda may have been caused by the thickened leaflets. There was no adverse patient sequelae or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and due to thickened leaflets. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.